Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 07dec2020.

Event description:
It was reported that the ventilator had a backup alarm when powering on the unit. There was no patient involvement. The customer troubleshot with technical support and found in the ventilator diagnostic logs an error code indicating backup alarm failed. The customer was advised to replace the central processing unit (cpu). The customer replaced the cpu to address the reported issue.